Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead impedance warning for out of range measurements, on the same day the lead was revised for a dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.